Event description:
It was reported that a pt with a cecal volvulus underwent a cecal resection and ileostomy, followed by an illeostomy closure at a second operation. The original procedure involved resection of an unpreped colon. The second procedure, the fascia was closed with panacryl. Pt developed a overt wound infection with later extrusion of the sutures. Pt was returned to the or to have the sutures removed. The fascia was closed with interrupted sutures and the infection seemed to be at the knots.